Event description:
On (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis, gore® dryseal flex introducer sheath (dsf) and gore® molding & occlusion balloon (mob) for an abdominal aortic aneurysm. After deploying all stent grafts, touch-up was performed using a mob. Then, a localized dissection was observed in the right common iliac artery just below the contralateral leg endoprosthesis. An additional stent graft was deployed to treat the dissection. The patient tolerated the procedure. The physician stated that it is highly possible that the dissection occurred sometime between when the sheath was advanced up to the time of balloon touch up, therefore, it is unknown which component or accessory caused or contributed to the dissection. The right common iliac artery measured 11.2 mm to 11.8 mm at the site of the dissection.